Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided by the facility for evaluation. A visual evaluation was performed on the photograph provided and it was observed a drop coming from the set. However, without the physical sample, it is difficult to determine what caused this defect. Based on the evaluation results, the defect was confirmed based on the photograph provided. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. Although the reported defect was confirmed, the exact root cause was not determined at this time, the actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue) : the customer informed us that their oncology team have noticed in numerous occasions a leakage in the secondary tubing (v1921) at the level of the drip chamber. The tubing v1921 comes from the pharmacy and it is connected to a chemotherapy solution (docetaxel-taxotere). No injury reported.